Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. The patient was hospitalized due to elevated blood glucose levels. The patient's blood glucose level was "above 30.0 mmol/l" and he had symptoms of nausea. The patient was treated with insulin and kalium at the hospital. The blood glucose results at the hospital were not provided. The patient was in the hospital for one week. The infusion device was requested to be returned for product evaluation.